Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/22/2023, it was reported by a sales representative via sems that an ar-8305 console stopped working. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
(No problem found). The evaluation did not identify any issues relevant to the reported event. Refer to case (B)(4) for additional failure modes and information.